Event description:
Customer reported an occlusion alarm, but support was unable to verify alarm number in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin, despite experiencing recurring occlusion issues and declining additional assistance. Case was closed by support.